Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject catheter shaft was seen to be broken/fractured approx. 8cm from the catheter hub. The subject catheter hub and tip were intact. Functional inspection was not carried out due to the damage noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. During the analysis the subject catheter shaft was seen to be broken/fractured approx. 8cm from the catheter hub. The catheter hub and tip were intact. An assignable cause of procedural factors will be assigned to as reported and as analyzed code catheter shaft broken/fractured during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during basilar artery (ba) to posterior cerebral artery (pca) p1 embolism case, while retrieving subject catheter from patient¿s body, tail of the subject catheter got fractured. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device. No impact to the patient.

Event description:
It was reported that during basilar artery (ba) to posterior cerebral artery (pca) p1 embolism case, while retrieving subject catheter from patient¿s body, tail of the subject catheter got fractured. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device. No impact to the patient.